Event description:
It was reported that during a da vinci-assisted benign hysterectomy - benign surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that they were having a hard time installing and removing instruments on universal surgical manipulator 1 (usm)1. The customer had already reseated the sterile adapter and tried different instruments, but the problem persisted. The technical services engineer (tse) recommended to reseat sterile adapter again and issues still persisted. The tse had the customer remove the sterile adapter and inspect the pogo pins on the face of the usm. Customer noted that one of the pins wouldn't move in and out. Tse suggested they use the third usm for the case since they only needed three usms for the case. Customer was going to drape the fourth usm and use it for the case. Customer continued on with the case as a three-usm system. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the patient side manipulator (psm) due to physical damage. The system was tested and verified as ready for use. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: 31009 sensors missing. A tool was fully detected, but then lost one or more but not all of the tool sensors for 3 plus seconds on psm1. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a procedure led to abandoning one of the arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.